Event description:
It was reported that when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, blood leaked out of the safety cap of the wingset during use. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation summary: material #: 368654 lot/batch #: 3177743 bd received 6 samples for investigation. The samples were evaluated by functional draw testing with water and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.